Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the delivery system. The outer sheath was retracted from the distal tip by 1mm. During a functional analysis, it was possible to fully deploy the stent without issue. Stent cover damage was noted at the distal end of the stent. No issues were noted with the profile of the inner lumen. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent system was used during a stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a severe 90% stenosis within the biliary tract due to a malignant tumor. The length of the stricture was 4-5cm. During the procedure, the stent system was positioned within the patient. During the attempted deployment, the stent was "crushed a little" due to the tightness of the lesion. As a result, the stent did not foreshorten fully and the stent was too long for the anatomy. The stent was reconstrained and removed from the patient. The procedure was completed with a shorter stent. There were no patient complications as a result of this procedure. The patient condition at the conclusion of the procedure was reported to be "stable." The complainant confirmed that the stent length was consistent with the size as labeled and there was no malfunction of the stent.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent system was used during a stent implantation procedure on (B)(6), 2011. According to the complainant, the patient had a severe 90% stenosis within the biliary tract due to a malignant tumor. The length of the stricture was 4-5cm. During the procedure, the stent system was positioned within the patient. During the attempted deployment, the stent was "crushed a little" due to the tightness of the lesion. As a result, the stent did not foreshorten fully and the stent was too long for the anatomy. The stent was reconstrained and removed from the patient. The procedure was completed with a shorter stent. There were no patient complications as a result of this procedure. The patient condition at the conclusion of the procedure was reported to be "stable." The complainant confirmed that the stent length was consistent with the size as labeled and there was no malfunction of the stent.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.